Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The technical support technician (tst) provided instructions to clean the aliquot probe and drain which was performed. A test was run on the probe with no failures. The tst ran a test on the photometer which passed. The tst noted that the sample mixer was flagging abnormal assay on glucose and calcium. The tst concluded that the discordant results were potentially caused by the sample mixer. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods which passed and noted that reagent 1 probe (r1) and sample 1 probe (s1) alignments needed adjustment (and was adjusted). The cse replaced the r1 and s1 probe, and the s1 metering pump. The cse performed tests and diagnostics, and the instrument performed within specifications. The cse ran quality controls and determined that results were acceptable. A follow up was performed with the customer, and kinetic check errors were identified. Siemens is investigating the issue.

Event description:
Three discordant falsely low glucose patient sample results were obtained on an dimension vista 500 instrument. One of the three initial results was reported to the physician(s). The same patient samples were repeated on the same instrument and an alternate dimension vista instrument. The repeat results were higher, considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.